Event description:
The account alleged that the pendant cable was pulled out of the pendant body exposing bare metal wiring. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.